Event description:
A report was received that the patient was having difficulty charging due to the depth of the ipg. The physician revised the ipg outwards. During the revision, the physician used a plasma blade and following the procedure the ipg would not communicate with the remote control. The physician then decided to replace the ipg. The patient was doing well post operatively.

Event description:
A report was received that the patient was having difficulty charging due to the depth of the ipg. The physician revised the ipg outwards. During the revision, the physician used a plasma blade and following the procedure the ipg would not communicate with the remote control. The physician then decided to replace the ipg. The patient was doing well post operatively.

Manufacturer narrative:
Analysis of sc-1160 ((B)(4)) revealed that the complaint was confirmed. The device was damaged during the pocket revision. It exhibited excessive sleep current, and high temperature was detected. The device system data log indicated that the device was normal prior to the revision procedure, and the battery voltage depleted at once after the procedure. Plasma blade exposure caused damage to the stimulators electronics. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).